Manufacturer narrative:
(B)(4). The 510k and procode as unknown as the catalog # is unknown.

Event description:
It was reported the procedure was being performed in the outpatient center. During a declot procedure of the patient's graft in their arm, the tip of the ptd separated. The tip was removed from the patient by using a snare. There was a delay in treatment with no patient harm and no patient death or complications were reported. No additional information is available.